Event description:
The event is reported as: per medwatch report: "early last year the patient had a robotic assisted laparoscopic prostatectomy. One year later the patient presented with pain and urine leakage. Cystoscopy revealed the hem-o-lock in the bladder. It was suspected that it turned loose from tissue and migrated through the new vesicoureteral anastomosis before healing." "Clip was removed surgically by the doctor and patient is now fine."

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.